Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient has new pain in the back and needs to have the ins adjusted. The new pain could be related to a fall. The patient stated she fell and the pain gradually has been getting worse. The patient was redirected to a healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2018. The patient repeated the report that they had fallen a couple weeks ago. The patient fell on their back, ¿more on the left side near the bruises. The patient was redirected to their healthcare provider. No additional complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they saw their physician on (B)(6) 2018. They stated that they were more black and blue on their left arm but wanted to make sure they didn¿t mess up their ¿meter.¿ the patient stated that their worsening pain has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.